Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case reported by a consumer who contacted the company to report an adverse events and a product complaint (pc), concerned an (B)(6) female patient. Medical history included heart disease (specific information not provided) and hypertension. Concomitant medications included unspecified medicine for heart disease and hypertension. The patient received human insulin (rdna origin) injections (humulin specific type not provided, 100 u/ml) through cartridge, via reusable device (humapen ergo ii), used for the treatment of diabetes mellitus beginning on an unknown date. Dosage regimen was unknown. On an unknown date, while on human insulin therapy, blood glucose occurred abruptly high and low. On an unknown date in 2016, she was hospitalized for blood glucose occurred abruptly high and low. Further hospitalization details were not provided. On an unknown date, treatment with human insulin was discontinued during hospitalization as per doctor device and she was changed to administer insulin lispro (rdna origin) injections (humalog specific type not provided, 100 u/ml) through cartridge via reusable device (humapen ergo ii), thrice daily (morning 4, noon 4, night 4; tid) subcutaneously for the treatment of diabetes mellitus beginning in 2016. On an unknown date in (B)(6) 2019, after using insulin lispro, the insulin lispro did not inject into the body due to the humapen ergo ii malfunction ((B)(4), lot 1510d01). Dose display unit did not return to zero, blood glucose rise high after that she had oral medicine acarbose and changed dose from prescription dose morning 4, noon 4, night 4 to morning 5-6 iu, noon 5-6 iu, night 5-6 iu by herself. Outcome of the events were unknown. Information regarding any further corrective treatment was unknown. It was unknown if human insulin therapy was restarted. Insulin lispro treatment was discontinued in (B)(6) 2019 due to unknown reason. The operator of the humapen ergo ii and his or her training status was unknown. The general humapen ergo ii started in 2016 and suspect humapen ergo ii duration of use was not reported. The suspect humapen ergo ii was discontinued in (B)(6) 2019 and its return status was not provided. The reporting consumer did not know if the events were related to human insulin and insulin lispro drug. The reporting consumer did not provide relatedness of events with humapen ergo ii. Update 03-apr-2019: both source documents received on 01-apr-2019 were processed together on the same date. Edit 09-apr-2019: upon review of information received on 01-apr-2019, as determined causality of events blood glucose increased has been updated to no as per car statement. No other changes to the case has been done. Edit 09-apr-2019: upon review of information received on 01-apr-2019, as determined causality of event product dose omission has been updated to no as per car statement. No other changes to the case has been done. Update 14-apr-2019: additional information was received from affiliate/rcp on 09-apr-2019. No medically significant information was received and no changes were made in the case. Edit 16apr2019: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 29apr2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that sometimes the injection button of her humapen ergo ii device could not be pushed down and the dose display unit did not return to zero. She also reported that the body of the pen was cracked because it had been dropped. She experienced increased blood glucose and decreased blood glucose. The device was not returned to the manufacturer for investigation (1510d01, manufactured october 2015). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. A diabetes educator confirmed that the pen issue was resolved. A complaint history review did not identify any atypical findings with regard to pen jam issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The core instructions for use states if any of the parts of your humapen ergo ii appear broken or damaged, do not use. There is evidence of improper use. The patient continued to use the device with a cracked body due to dropping. It is unknown if this is relevant to the events of increased blood glucose and decreased blood glucose.

Event description:
Lilly case ID:(B)(4). This spontaneous case reported by a consumer who contacted the company to report an adverse events and a product complaint (pc), concerned an 87-year-old han female patient. Medical history included heart disease (specific information not provided) and hypertension. Concomitant medications included unspecified medicine for heart disease and hypertension. The patient received human insulin (rdna origin) injections (humulin specific type not provided, 100 u/ml) through cartridge, via a reusable humapen ergo ii device, used for the treatment of diabetes mellitus beginning on an unknown date. Dosage regimen was unknown. The humapen ergo ii device was dropped on an undisclosed date. On an unknown date, while on human insulin therapy, blood glucose occurred abruptly high and low. On an unknown date in 2016, she was hospitalized for blood glucose occurred abruptly high and low. Further hospitalization details were not provided. On an unknown date, treatment with human insulin was discontinued during hospitalization as per doctor device and she was changed to administer insulin lispro (rdna origin) injections (humalog specific type not provided, 100 u/ml) through cartridge via reusable device (humapen ergo ii), thrice daily (morning 4, noon 4, night 4; tid) subcutaneously for the treatment of diabetes mellitus beginning in 2016. On an unknown date in mar-2019, after using insulin lispro, the insulin lispro did not inject into the body due to the humapen ergo ii malfunction(B)(4). Lot 1510d01). Dose display unit did not return to zero, blood glucose rise high after that she had oral medicine acarbose and changed dose from prescription dose morning 4, noon 4, night 4 to morning 5-6 iu, noon 5-6 iu, night 5-6 iu by herself. Outcome of the events were unknown. Information regarding any further corrective treatment was unknown. It was unknown if human insulin therapy was restarted. Insulin lispro treatment was discontinued in mar-2019 due to unknown reason. The operator of the humapen ergo ii and his or her training status was unknown. The general humapen ergo ii started in 2016 and suspect humapen ergo ii duration of use over three years. The suspect humapen ergo ii, which was manufactured in oct2015, was discontinued in mar-2019 and was not returned to the manufacturer. It was noted by the diabetic educator that the issue resolved. The reporting consumer did not know if the events were related to human insulin and insulin lispro drug. The reporting consumer did not provide relatedness of events with humapen ergo ii. Update 03-apr-2019: both source documents received on 01-apr-2019 were processed together on the same date. Edit 09-apr-2019: upon review of information received on 01-apr-2019, as determined causality of events blood glucose increased has been updated to no as per car statement. No other changes to the case has been done. Edit 09-apr-2019: upon review of information received on 01-apr-2019, as determined causality of event product dose omission has been updated to no as per car statement. No other changes to the case has been done. Update 14-apr-2019: additional information was received from affiliate/ rcp on 09-apr-2019. No medically significant information was received and no changes were made in the case. Edit 16apr2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 29apr2019: additional information received on 24apr2019 and 28apr2019 from the global product complaint database which was processed together. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from unknown to no, and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4). Associated with lot 1510d01 relating to the humapen ergo ii device. Corresponding fields and narrative updated accordingly. Upon internal review, updated device age to over three years.